Event description:
It was reported that the control module was sent to the international service center for upgrade. No product problem reported. It was not noted if the unit was used during a procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. Based upon the inquiry information received visual and functional examination the following were replaced: vso, muffler, right angle air elbow and transverse connection socket (green). After servicing, the unit passed all qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.